Event description:
It was reported that an ilet user experienced hyperglycemia with a continuous glucose monitor (cgm) high of 401 mg/dl and meter confirmation of 430 mg/dl for approximately four hours after the infusion set was not connected correctly to the site. The user performed a supply change before calling, used a contact detach set on the stomach with a dexcom g7, and was advised on reconnection timing and use of a manual injection if needed. No adverse clinical symptoms reported. Outcomes included a missed insulin dose due to the disconnection without emergency care or hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a usage problem related to improper or incorrect procedure, with no device problem found; the affected component was the cannula/infusion interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.

Manufacturer narrative:
Initial.